Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in common bile duct on (B)(6) 2016. According to the complainant, during preparation, as they attempted to load the advanix biliary double pigtail stent onto the guidewire, it was noticed that the stent buckled and kinked around the drainage holes of the pigtail as the guidewire passed through. Once the stent was loaded onto the guidewire, the kinking of the stent material made it difficult to push down the working channel of the scope. The physician found it was difficult to get the pigtail shape to form in the cbd, but managed to place the stent and elected to leave it in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."